Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a suprarenalectomy procedure, the applier was broken. It was impossible to insert the device into a 5mm trocar because the tip of the applier was enlarged, apparently broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Jaws, cam. The analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. No incident related to the reported event was observed during the batch record review.